Event description:
It was reported that a spectrum iq infusion pump had an issue of flow rate during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was sent to flowline testing and found to deliver 4.61%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. An under or over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Added to type of investigations corrected additional information h11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was sent to flowline testing and found to deliver within device specification (4.61%). The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.